Event description:
Device 3 of 3. Reference MFR report: 1627487-2013-18624. Reference MFR report: 1627487-2013-18625. The pt reported experiencing pain at the ipg site and heating at the ipg site when charging. The pt indicated the ipg site is easily irritated by pressing on or leaning against it and results in pain. Also, extended aggravation of the ipg site causes his legs to go numb and since his skin burns due to nerve damage which is intensified by the irritation. The pt also stated he has never experienced effective pain relief from his scs system. The pt ceased using his scs system in 2009 and desired to undergo surgical intervention to have the system explanted. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This charger model was associated with a field correction. Manufacturer's evaluation: corrective and preventive action (CAPA) investigation was performed. Evaluation results: pocket heating was confirmed. The investigation for CAPA (B)(4) associated with the heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.